Event description:
It was reported that a patient underwent a total joint arthroplasty with a touch cmc1 prosthesis approximately 2 years ago. Subsequently, the patient underwent revision surgery on (B)(6) 2026, following detection of aseptic cup loosening. The surgeon reported that he believed the cup never osseointegrated in the trapezium. During the revision surgery, the cup and neck components were removed, and the surgeon proceeded with a trapeziectomy.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device, DHR review and complaint history review), the reason for the aseptic loosening of the cup, 2 years post-implantation, remains unclear. If additional information is made available, the investigation will be updated as applicable.